Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. It was noted that the device was programmed vvi, which suggests the high out-of-range pace impedance measurements are likely attributed to a lead anomaly. This ra lead remains in service. No adverse patient effects were reported.